Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination found that the crimped stent was pulled distally on the balloon. As a result the proximal end of the bunched stent was located at 2mm distal to the proximal markerband. The stent struts were stretched and misaligned and bunched. There are crimp markings evident on the balloon indicating proper securement contact between the stent and balloon. This type of damage is consistent with force/resistance being encountered by the delivery system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks at various locations along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed,16mmx2.75mm, concentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 3.00x16mm promus element¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage and stent moved on balloon.